Event description:
Additional information was received confirming the issue was discovered during preventive maintenance procedure. No patient involvement.

Manufacturer narrative:
B3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking from the "water bath". Patient involvement unknown.

Manufacturer narrative:
H6: event methods, evaluation, and conclusion codes: updated. One warmer device was received for investigation. During visual inspection the device was observed to have a dented enclosure and front cover, outdated circuit board and power switch, corroded quick connect, faded line cord, stained water tank, water tank cover cracked, and pole clamp discolored. The reported issue was confirmed during functional testing when water was observed leaking from the device. The leakage was traced to the cracked water tank cover. However, no root cause could be identified for this condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Due to the age of the device, it has been deemed beyond economical repair and will be decommissioned.